Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2021 customer alleged insulin pump has cosmetic damage(damaged retainer ring/cracked insulin pump case), unexpected power loss, and insulin pump error 23 alarm. The insulin pump received with detached retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The insulin pump passed the self test and active current measurement, however failed the sleep current measurement due to high impedance. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further full review in the insulin pump history found power loss alarm on the event date of (B)(6) 2021 at 19:38:03 and 19:38:13; also, found: replace battery now alarm on (B)(6) 2021 at 14:37:00 and 14:47:00. Low battery alarm on (B)(6) 2021 at 01:12:00, on (B)(6) 2021 at 15:45:00, on (B)(6) 2021 at 06:34:00, on (B)(6) 2021 at 19:32:00, on (B)(6) 2021 at 07:26:00, on (B)(6) 2021 at 16:43:00, on (B)(6) 2021 at 09:55:00, on (B)(6) 2021 at 20:51:00, on (B)(6) 2021 at 09:36:00. Insert battery alarm on (B)(6) 2021 at 08:10:58, on (B)(6) 2021 at 00:05:36, on (B)(6) 2021 at 11:28:00, 11:28:09, on (B)(6) 2021 at 22:59:19, on (B)(6) 2021 at 08:52:59, on (B)(6) 2021 at 02:14:53, on (B)(6) 2021 at 11:25:55, on (B)(6) 2021 at 22:16:31, on (B)(6) 2021 at 19:07:39, 19:27:08, 19:37:20. Replace battery alarm on (B)(6)2021 at 02:14:00, on (B)(6) 2021 at 19:07:00. The insulin pump error 23 alarm was also found in insulin pump history on 07/27/2021 at 19:37:46 and (B)(6) 2021 at 08:35:27. No unexpected power loss, replace battery, insert battery, low battery, replace battery now, nor insulin pump error 23 alarms during testing. The following were noted during visual inspection: pillowing keypad overlay, broken battery tube threads, broken reservoir tube lip, missing o-ring(reservoir tube), cracked keypad overlay, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage(damaged retainer ring/cracked pump case) was confirmed during visual inspection where detached retainer ring, broken battery tube threads, broken reservoir tube lip, cracked keypad overlay, and cracked case above arrow and battery icon was noted. Customer alleged for power alarm was confirmed due to high impedance during sleep current measurement medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.